Event description:
Treatment of a small growing recanalized right ica (internal carotid artery) siphon aneurysm that was endovascularly treated during 2008. It was reported that the patient underwent pipeline embolization on (B)(6) 2013. The pipeline (5.00mm x 20mm) did not completely open and there was a complete occlusion of the right ica during the procedure. There was good collateral circulation. The patient developed minimal left brachial paresis. Control brain mr (magnetic resonance) on (B)(6) 2013 showed small recent ischemic lesions in the area of the right middle cerebral artery with a parietal dominance. A second brain angiography was performed on (B)(6) 2013 and showed re-opening of right internal carotid without any flow restrictions. There was an increased ped (pipeline embolization device) opening at the carotid siphon in mid-level with persistent severe stenosis at the proximal level. There were two ped wall images compatible with small thrombosis and the filling of the right carotid siphon aneurysm was persistent. The patient was discharged and prescribed clexane for dual anti-aggregation and anticoagulation. Patient was re-admitted on (B)(6) 2013 for a new diagnostic brain angiography that showed increased ped wall apposition to the carotid wall at the carotid siphon level, particularly at the previously described small aneurysm level. The ped is located from the internal proximal supraclinoid carotid to the right choroidal artery origin to the proximal internal carotid. The internal carotid artery was filled normally with a good filling of the distal branches. No visible small focal filling defects were observed in relation to the previously described ped wall. The filling of the previously described aneurysm has not changed. A significant stenosis of the stent proximal aspect is persistent, without any changes compared to prior examination. There is a new laminar filling defect image in this ped proximal segment. There is no apparent intra-stent stenosis. The decision was to stop anticoagulation treatment and continue with dual anti-aggregation (clopidogrel 75 + aas 100) only, a treatment that continues to date. In the last clinical exam, in early october, the patient showed, in the physical-neurological examination, only slight hypoesthesia in the front area of the left thigh, without any motor defect.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).